Event description:
Pt reported that device was beeping and screen was lit without her pushing any buttons. Device was placed in stop mode and device generated an "end of temporary basal rate" error, but pt insists that she did not program a temporary basal rate. Pt's blood glucose was not affected, and no treatment was received.